Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent thrombosis and damage occurred. The target lesion was located in right coronary artery. Following pre-dilatation, a 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, when aspirating from the stent distal to proximal with a non-boston scientific thrombus suction catheter, the stent and blood vessels were simultaneously flattened. The stent was pre-dilated with a 2mm balloon and the procedure was completed. No further patient complications were reported. The physician thought the negative pressure of the thrombus suction catheter may have applied negative pressure to the blood vessels, and the radial force of the stent may have been weakly flattened together with the blood vessels. It was further reported that the patient presented with acute coronary syndrome who originally had a thrombotic lesion, therefore a thrombus was present before stent placement. The stent damage occurred after stent was deployed during the stent placement. The physician believed the stent was well crimped to vessel.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was not returned for analysis, however procedural media was received and reviewed by the medical safety. Right coronary artery- percutaneous coronary intervention complicated by acute vessel closure. Significant dissection following predilation of sequential ulcerated plaques. Guidewire likely exchanged into the dissection false lumen leading to vessel closure following stent deployment. Geographic miss of the proximal lesion also contributed to the acute vessel closure. Sudden collapse of mid stent observed during aspiration thrombectomy was likely due to suction force on the unattached intima (intussusception) by the thrombectomy device exceeding the stent radial strength in that area. The stent integrity was restored by additional balloon dilations. Thrombectomy was performed to the stented region although no filling defects or haziness consistent with thrombus were observed. Flow through target vessel was likely restored when the false lumen reconnected with the true lumen and the proximal flap was stented. The provided images are consistent with crush damage during thrombectomy. The allegation of acute stent thrombosis is not supported by the images provided. The acute vessel closure appears to be due to extensive dissection that occurred during lesion preparation for the stent. Stent deformation due to interaction with ancillary devices and acute vessel closure (including stent thrombosis) are included in the synergy xd risk management documentation. Prolonged procedure, additional intervention and contrast nephropathy are also included in the risk management documentation.

Event description:
It was reported that stent thrombosis and damage occurred. The target lesion was located in right coronary artery. Following pre-dilatation, a 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, when aspirating from the stent distal to proximal with a non-boston scientific thrombus suction catheter, the stent and blood vessels were simultaneously flattened. The stent was pre-dilated with a 2mm balloon and the procedure was completed. No further patient complications were reported. The physician thought the negative pressure of the thrombus suction catheter may have applied negative pressure to the blood vessels, and the radial force of the stent may have been weakly flattened together with the blood vessels. It was further reported that the patient presented with acute coronary syndrome who originally had a thrombotic lesion, therefore a thrombus was present before stent placement. The stent damage occurred after stent was deployed during the stent placement. The physician believed the stent was well crimped to vessel. It was further reported that suction was performed while pulling the inside of the stent from the distal end to the proximal side in a total length of about 10 seconds with maximum pressure applied with the syringe attached to the thrombaster. Thron buster was tried to the distal side once again and tried to suck but resistance was felt at a slightly dstal to the middle part of the stent. Fluoroscopy was checked and confirmed that the stent was crushed.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent thrombosis and damage occurred. The target lesion was located in right coronary artery. Following pre-dilatation, a 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, when aspirating from the stent distal to proximal with a non-boston scientific thrombus suction catheter, the stent and blood vessels were simultaneously flattened. The stent was pre-dilated with a 2mm balloon and the procedure was completed. No further patient complications were reported. The physician thought the negative pressure of the thrombus suction catheter may have applied negative pressure to the blood vessels, and the radial force of the stent may have been weakly flattened together with the blood vessels. It was further reported that the patient presented with acute coronary syndrome who originally had a thrombotic lesion, therefore a thrombus was present before stent placement. The stent damage occurred after stent was deployed during the stent placement. The physician believed the stent was well crimped to vessel. It was further reported that suction was performed while pulling the inside of the stent from the distal end to the proximal side in a total length of about 10 seconds with maximum pressure applied with the syringe attached to the thrombaster. Thron buster was tried to the distal side once again and tried to suck but resistance was felt at a slightly dstal to the middle part of the stent. Fluoroscopy was checked and confirmed that the stent was crushed.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent thrombosis and damage occurred. The target lesion was located in right coronary artery. Following pre-dilatation, a 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, when aspirating from the stent distal to proximal with a non-boston scientific thrombus suction catheter, the stent and blood vessels were simultaneously flattened. The stent was pre-dilated with a 2mm balloon and the procedure was completed. No further patient complications were reported. The physician thought the negative pressure of the thrombus suction catheter may have applied negative pressure to the blood vessels, and the radial force of the stent may have been weakly flattened together with the blood vessels.